Event description:
It was reported that the device's battery pca pins were damaged. There was no patient involvement.

Event description:
It was reported that the device's battery pca pins were damaged. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 7 was found to be damaged